Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold and decreased sensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
New information notes programming changes made. The patient was in stable condition.